Manufacturer narrative:
Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: a43106/a43210, model/catalog description: st linear lead 50cm.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms of redness and tenderness around the pocket site were reported. It was unknown what caused the infection.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms of redness and tenderness around the pocket site were reported. It was unknown what caused the infection.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms of redness and tenderness around the pocket site were reported. It was unknown what caused the infection.